Manufacturer narrative:
(B)(4). This complaint is for a report of a low drain volume alarm. Complaint is confirmed because patient reported air in the patient line during initial drain, which is a known cause of the low drain volume alarm. Source and cause of air in the line is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was air in the patient line.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during initial drain with a drain volume of 148ml and a last fill volume of 2000ml. Per the initial report, the home patient (hp) had a low drain volume alarm. The caregiver (cg) stated that there were air bubbles in the patient line. The technical service representative (tsr) advised the cg to check the patient line for bubbles before the hp connects. The tsr advised the cg to start over with new supplies. Global product surveillance (ps) contacted hp's husband on (B)(6) 2012 who is the cg regarding the reported problem. The cg stated that the hp finished therapy with manuals. The cg did not notice any defects with the original cassette. The cg had discarded the original cassette and did not have a companion or know the lot number. The cg did notify the nurse about the reported problem. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.